Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received noted the lead was capped and replaced on (B)(6) 2021. Patient experienced no consequences as a result of the procedure.

Event description:
New information received noted that an additional noise over-sensing episode was seen on (B)(6) 2020 via a remote monitoring transmission. Patient had no symptoms and was stable following the event.

Event description:
New information received noted that more noise over sensing episodes were seen in the patient's remote transmissions (B)(6) 2020. The patient was brought in to the clinic for testing on (B)(6) 2020, but all lead measurements were within normal range. Lead revision was discussed with a healthcare provider as lead failure was suspected. Patient had no symptoms as a result of this newest episode and was stable after the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient was presented for a follow-up in clinic, two episodes of nsrvo (non-sustained right ventricular oversensing) due to lead noise were noted on stored egms (electrograms). The programming change was made and noise was even more obvious. However, no noise signals were provoked when tested for diaphragmatic and myopotential oversensing. All lead measurements and trends were stable and within normal range. Further remote transmission on (B)(6) 2019 revealed no lead noise. No intervention was required. The patient will continue to be monitored.

Event description:
New information received noted that a physician decided that lead revision was not going to be completed due to patient's status. Lead was planned to be deactivated for high voltage therapies. Patient continued to be stable with no consequences.